Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No motor error alarm, a21 alarm or unexpected device history reset noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 595 mg/dl. The customer stated that the insulin pump had no delivery alarm. Customer stated that they was in hospital three times with diabetic ketoacidosis since (B)(6) 2019. Customer also stated that the battery cap was lost. Customer was not able to troubleshoot due to no battery cap. The insulin pump will be returned for analysis.